Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate high voltage (hv) therapy on the device was noted, and the patient was hospitalized. The patient was stable with no adverse consequences. Additional information has been requested but never received.

Event description:
The patient was hospitalized due to cardiogenic shock that was unrelated to the device. The device did not cause or contribute to the event and there was no device malfunction. The patient was discharged and was stable.